Event description:
It was reported that a pump experienced system error 322. It was also reported that there was an adverse event related to temporary drop in blood pressure. Medical intervention was required to prevent permanent impairment.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.